Event description:
In 2006, the right tha was done with omniflex stem and system1 cup . In (B)(6) 2014, all devices were explanted and the cement mold was implanted because the patient had infection.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown system1 bypolar cup. The omniflex stem was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was disposed in the hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report.